Event description:
Rec'd notice of complaint concerning above product via product complaint form filed by facility. Spoke with director of nursing who reports that a leak occurred at the connection of the pump segment to pump adapter (post pump). Health care professional noted that the leak occurred approx 5 mins into the treatment. Reported blood loss approx 25cc. The pt remained stable, no labs drawn, no medical intervention required. The line was changed and the treatment completed without further incident. The lot number is unk (packaging had not been saved) and the line was discarded on the day of the event. A medwatch form has been filed based on requirements for reporting blood loss.